Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum infusion pump did not respond to a slide clamp being inserted into the slide clamp keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "does not respond to a slide clamp being inserted into the slide clamp keyhole" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper latch switch which was not rebounding as intended. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.